Event description:
During a dialysis treatment, the arterial venous pressures were noted as being low. Treatment was terminated and continued on another machine. There was no pt injury or medical intervention.